Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads. He following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, faded end cap address label, pillowing keypad overlay, and cracked keypad overlay at the select button pump was also received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the history review 1 week prior to the (B)(6) 2025 due to flashing medtronic logo. Cosmetic damage was confirmed at the back of the pump. Unable to perform the functional test due to flashing medtronic logo. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Upload error confirmed (pump failed to download history files/traces and carelink upload due to flashing medtronic logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer has returned the insulin pump for analysis.